Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned with a sideways clip jammed between the jaws. The clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. No difficulties to fire the device were noted during the analysis. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on the photographic evidence provided of the subject er320 device, a cause for the rotated clip complication cannot be determined. The most likely cause would be user influence due to torquing, downward pressure, or firing over a hard object.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what is meant by firing not feel right? Was device difficult to fire on first firing? Please provide additional information regarding issue. Follow up received from rep: what is meant by firing not feel right? It did not feel like a smooth, reproducible firing like she has normally experienced with er320. Was device difficult to fire on first firing? Not from what she told. Her tech fired it first to set the clip in the jaws with no problem.

Event description:
It was reported that during a laparoscopic cholecystectomy, on the first firing the clip was fed into the jaws, the surgeon fired and felt that the firing did not feel right but the clip was fine. The device was fired for a second time and the clip was malformed. A second device was opened and the same issue occurred. A third device was opened and the case was completed with no patient consequences.